Event description:
Pt originally had surgery in 2003 to treat a transverse fracture. Tps-tl implants were used in the surgery. The pt developed 53% kyphosis post-surgery. It was reported that the pt's original kyphosis was not corrected prior to implantation of the tps-tl implants. A second surgery took place 2 months later to correct the kyphosis. The tps-tl implants were removed during this surgery. It is interpore cross' understanding that the implants were removed not because of a problem with the tps-tl implants.